Event description:
It was reported that the customer was hospitalized due to high blood glucose of 743 mg/dl and diabetic ketoacidosis. The caller stated that the customer has been treated for the diabetic ketoacidosis, is back on the insulin pump, the infusion set has been placed back on the customer, but they are still having high blood glucose for the second time. The customer had abdominal pain, one day of nausea and vomiting. At the time of the phone call the customer was not feeling well and could not perform troubleshooting. Nothing further was reported. Noting further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.